Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.

Event description:
Boston scientific reported that the patient complained about reeling. Pacing failure was detected with unstable thresholds and loss of capture. This lead was capped and replaced.